Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2228604 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2228604 for contamination. Retention samples from batch 2228604 were not available for inspection. Twenty plates from batch 2228604 were returned as two unopened sleeves wrapped in gauze in a fedex envelope. Plates were inspected, and 8/20 plates had surface bacterial growth on both media (time stamp 548). One plate was submitted to the ID lab and pseudomonas gessardi was identified. Four photos also were received for investigation. One photo features a sleeve label from batch 2228604 for batch verification. Another photo shows the bottom of a sleeve with growth visible on the surface of both media of the bottom plate. The third photo shows the top of a sleeve from batch 2228604 (time stamp 0548) with the plate print featured. The last photo shows the side of a sleeve with growth visible in at least two plates. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii)/macconkey ii agar contaminated plates arrived. The following information was provided by the initial reporter: "customer reports 2 boxes of media 221291 with contaminated plates lot#: 2228604. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details."

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii)/macconkey ii agar contaminated plates arrived. The following information was provided by the initial reporter: "customer reports 2 boxes of media 221291 with contaminated plates lot#: 2228604. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.